Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The bag burst when removing from the abdomen. All the contents fell into the abdomen and were retrieved. The abdomen was flushed and the case was completed. Unknown if there was an adverse consequence to the patient at this time. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.